Event description:
The patient's father reported that his daughter sought medical attention at the emergency room (ER) on (B)(6) 2025, due to high blood glucose levels reaching 492 mg/dl. The pod initially worked fine for 24 hours but then stopped delivering insulin, causing her blood sugar to rise. She experienced symptoms such as ketones, nausea, and a headache. The treatment provided included zofran for nausea, fluids, a new pod, and a manual insulin shot. The visit lasted 4 hours, and she was discharged on the same day. The father confirmed that the pod's pink slide moved forward and the cannula was inserted into the skin during wear. There was no redness or swelling at the pod site, but the cannula was bent when the pod was removed. There were no recent messages or alarms on the omnipod 5 app. The pod was worn between 24 and 36 hours on the abdomen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Smartphone operating system: 18.4. Smartphone hardware: iphone14.5. Cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.